Event description:
The customer reported that the pt underwent an aortofemoral angiogram/right iliac artery angioplasty via the right and left common femoral arteries in 2003. A vasoseal es was deployed in the right groin puncture site without difficulty and hemostasis was achieved. A vasoseal es was also deployed in the left groin puncture site. Immediately following the vasoseal es deployment on the left side, the pt's left extremity became mottled and distal pulses were decreased. The pt was taken to the operating room and underwent an exploratory surgery of the left femoral artery. The collagen was found intravascular approximately 1 inch superior to the arteriotomy. The pt was stable following the surgery and no further complications were reported.